Event description:
The customer reported that "image file reading failed during output image generation", failed to load image file." It is possible that the image was retaken, resulting in add'l radiation exposure.

Manufacturer narrative:
(B)(4). Investigation is still in-progress. If add'l info is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).